Event description:
Subsequent to a revision procedure, a pt returned to the surgeon for f/u x-ray and the surgeon noticed an unusual item within the pt. The surgeon opened the pt and removed the item which may be a piece of a drill bit or a piece of broken screw left from the broken hardware removed on (B)(6) 2011.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.